Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis (pd) nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed. Clinical investigation: the cause of the peritonitis was attributed to touch contamination by the patient. This is supported by the culture result of staphylococcus aureus, an organism that colonizes on skin and in the nares of humans, and together with other staphylococcal species accounts for 50% or more of infections. Based on the information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer service that they developed peritonitis due to touch contamination. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). On (B)(6) 2023 the patient was experiencing abdominal pain, but reported that the peritoneal dialysis (pd) fluid was clear. The patient went to the emergency room (ER) thinking the pain was related to their gallbladder. However, once in the ER the pd fluid was observed to be cloudy. A pd fluid culture was obtained. The patient¿s white blood cell (wbc) count was highly elevated (values not provided). The patient was admitted to the hospital and diagnosed with peritonitis. The pd effluent culture resulted positive for methicillin-sensitive staphylococcus aureus (mssa). The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and fortaz (dose, frequency, and duration unknown). The patient was discharged on (B)(6) 2023. The fortaz was discontinued and the patient continued to complete antibiotic therapy with ip vancomycin. The patient continued dialysis with pd plus utilizing the liberty select cycler during recovery. The cause of the patient¿s peritonitis was reported as touch contamination due to patient incompetence. The patient caregiver is supposed to be setting up the pd treatment and assisting the patient throughout the treatment on the liberty select cycler which includes the initial pause phase of pd plus in the late afternoon. However, the patient did not wait for the caregiver to return from work which resulted in touch contamination. Both the patient and caregiver have received re-education.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer service that they developed peritonitis due to touch contamination. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). On (B)(6) 2023 the patient was experiencing abdominal pain, but reported that the peritoneal dialysis (pd) fluid was clear. The patient went to the emergency room (ER) thinking the pain was related to their gallbladder. However, once in the ER the pd fluid was observed to be cloudy. A pd fluid culture was obtained. The patient¿s white blood cell (wbc) count was highly elevated (values not provided). The patient was admitted to the hospital and diagnosed with peritonitis. The pd effluent culture resulted positive for methicillin-sensitive staphylococcus aureus (mssa). The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and fortaz (dose, frequency, and duration unknown). The patient was discharged on (B)(6) 2023. The fortaz was discontinued and the patient continued to complete antibiotic therapy with ip vancomycin. The patient continued dialysis with pd plus utilizing the liberty select cycler during recovery. The cause of the patient¿s peritonitis was reported as touch contamination due to patient incompetence. The patient caregiver is supposed to be setting up the pd treatment and assisting the patient throughout the treatment on the liberty select cycler which includes the initial pause phase of pd plus in the late afternoon. However, the patient did not wait for the caregiver to return from work which resulted in touch contamination. Both the patient and caregiver have received re-education.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy with use of the liberty cycler set and the patient event of methicillin-sensitive staphylococcus aureus (mssa) peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the liberty cycler set and the peritonitis event. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the peritonitis was attributed to touch contamination by the patient. This is supported by the culture result of staphylococcus aureus, an organism that colonizes on skin and in the nares of humans, and together with other staphylococcal species accounts for 50% or more of infections. Based on the information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.